Event description:
The patient reported having had "a lot of problems" with the implantable pulse generator (ipg). Follow up was attempted to gather further details, however attempts were not successful. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unk lead implantable pacing lead 1998 (B)(6); 5068 implantable pacing lead 1998 (B)(6). (B)(4).